Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the top of the reservoir compartment was damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer state that reservoir was not able to lock into place. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.